Manufacturer narrative:
Device history lot revew: there is nothing relative to the complaint. The lot met all specifications outlined for release. Sample analysis: the user returned the vial. It was determined on (B)(6) 2019 that this lot caused or contributed to the incident. A visual inspection indicated the vial was broken. The user broke the vial without use of the plastic sleeve. The complaint is confirmed. There is not further information from the end user if any further ill effect had occurred from this incident. This complaint has now been closed. Should any additional information be received, a supplemental will be filed.

Manufacturer narrative:
At this time we are waiting for the sample to be returned for evaluation.

Event description:
Customer called and reported getting "pricked" by glass in negative qc vial. It happened a second time when using the positive vial (same product pack-both positive and negative) lot number tba. The hospital employee is going to follow hospital protocol and get tested. Information given on IFU regarding contents of positive vial. The product is available and will be returned for evaluation. The IFU states the following: caution: this product contains human sourced and/or potentially infectious components. Components sourced from human blood have been tested and found to be nonreactive for hbsag, anti-hiv 1/2, and anti-hcv. No known test method can offer complete assurance that products derived from human sources or inactivated microorganisms will not transmit infection. Therefore, it is recommended that all human sourced materials be considered potentially infectious and handled with appropriate biosafety practices.